Event description:
Heparin drip was ordered hung and double checked by 2 rns. It was administered via bd alaris pump and by utilizing the interop function with epic. After 8 minutes, the pump died and the drip was manually restarted. The manual restart was completed accurately and at the correct dose and rate per internal investigation. Shortly after the drip was resumed, the rn noticed that heparin was still programed into the pump corrected (showed correct dose/rate) but that it was dripping in the IV tubing almost much faster. The entire bag was nearly gone in a short amount of time. The rn stopped infusion and checked that medication was attached/plugged into the pump correctly. It appears that the pump malfunctioned and ran the drip at a much faster rate than what it was programmed to run. The patient required reversal of heparin with protamine in order to prevent harm. Of note, this was one of three similar events submitted within 60 hours at our same facility. I have submitted medwatch events for those as well. FDA safety report ID # (B)(4).